Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had femoral revision on (B)(6) 2022 for a dislocated poly also. Femoral side implants were placed at that time to include the insert. Tibial components were placed at the above listed date. Patient presents with a dislocated poly again. Tibial side revision was performed as surgeon believes his patella tendon has now shortened to the point that the joint line is now incorrect leading to the recurrent dislocations. Cement was likely a depuy product but would have been hospital inventory so no lot or quantity information is available. The pin was changed to the one that came with the new distal femoral component. Doi- (B)(6) 2022 dor- (B)(6) 2022; affected side- right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this complaint was not received for examination. The photo investigation found nothing indicative of a device nonconformance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.